Event description:
It was reported to boston scientific corporation that an endovive standard peg kit (exact upn is unknown) was used during a percutaneous endoscopic gastrostomy procedure date performed on (B)(6), 2010. According to the complainant, on (B)(6), 2011 it was noted there was a hole in the peg tube there is a leakage of gastric fluid.. There are plans to remove the peg tube due to a prior history of problems with tubes and patient's stoma both with boston scientific products as well as non-bsc products. The patient was put on oral medication. The patient left the hospital and has an appointment at another facility where a decision will be made whether to continue with the duodopa treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit (exact upn is unknown) was used during a percutaneous endoscopic gastrostomy procedure date performed on (B)(6) 2010. According to the complainant, on (B)(6) 2011 it was noted there was a hole in the peg tube there is a leakage of gastric fluid.. There are plans to remove the peg tube due to a prior history of problems with tubes and patient's stoma both with boston scientific products as well as non-bsc products. The patient was put on oral medication. The patient left the hospital and has an appointment at another facility where a decision will be made whether to continue with the duodopa treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2011: the patient was hospitalized for nine days from (B)(6) 2011. No further information is available at this time.